Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to unknown side.

Event description:
Additionally, healthcare professional reported "free gel in the periprosthetic capsule, only partial presence of the prosthetic coating." Device has been explanted. This relates to left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.